Event description:
Additional information: further follow-up with the healthcare professional revealed that the patient was injected in the cheeks with 2 syringes of juvéderm voluma® xc. Patient visited the emergency room about one month following injection were a ¿steroid dose pack and pepcid¿ were given as treatment. Two days later, the patient was seen by the injector and was ¿continued on prednisone, claritin, and benadryl.¿ symptoms resolved one week later. A preventative prescription for prednisone was given to the patient after symptoms resolved in case of a reoccurrence as patient was traveling out of country. No reoccurrence was reported. Prior to the injection, pre-treatment of hepa cleanse and alcohol were administered.

Manufacturer narrative:
Allergan has initiated a CAPA investigation into this late report. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of extreme swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected with juvéderm voluma® xc and 4 weeks later developed ¿delayed extreme swelling in midface.¿ patient was treated with benadryl, steroid, and pepcid and it was reported ¿ER was necessary". Symptoms are ongoing.